Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds, loss of capture, high impedance and a possible fracture. When the implantable pulse generator (ipg) reached elective replacement indicator (eri), atrial pacing ceased resulting in the patient experiencing bradycardia and lethargy. The device was explanted and replaced. The rv lead was unable to be replaced due to the patient's anatomy and was capped instead. Pacing was resumed using the ra lead after the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected upper range and pacing capture threshold in the right ventricle was elevated.